Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) scs ipg was being superficial and flipped inside the ipg pocket. Consequently, the patient underwent surgical intervention on (B)(6) 2016 where the ipg was explanted, replaced and repositioned which resolved the issue.